Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 25 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had swelling in the pump pocket and back, near the catheter anchor/entry point in the back. Surgical intervention was performed to perform diagnostics. A catheter dye study was performed and the catheter was aspirated successfully and the dye study showed no leaks. The physician removed the fluid and stitched the patient back up. The issue was considered resolved. The patient's status at the time of the report was alive; no injury. No further complications were reported.